Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was seen to be deployed from the stent delivery wire (sdw) distal tip and not returned. The sdw was seen to be kinked. The introducer sheath was not returned. During functional inspection the returned catheter was flushed and a patency mandrel advanced through to determine if the deployed stent was present anywhere within the catheter. The mandrel advanced without difficulty with no stent present. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The reported sdw deformed could not be confirmed; however, the analysis results are consistent with the reported event as the sdw was kinked and this was likely called deformed. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis with a catheter. The stent was found to be deployed from the sdw and not returned. The returned catheter was flushed and a patency mandrel advanced but no stent was present within the catheter. Per the additional information received 'delivered stent and after it was advanced into microcatheter for about 30 centimeters, big resistance was encountered and when the operator tried to withdraw the stent delivery wire, the stent deployed at tail of microcatheter' based on the information provided and that the stent was deployed from the sdw when returned for analysis, the reported premature deployment can be confirmed. The sdw was returned and was found to be kinked and the introducer sheath was not returned for device analysis. The reported events stent deployed prematurely during use, stent difficult/unable to advance or pullback through catheter and sdw deformed as well as the analysed defects stent deployed prematurely during use and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during right mca (middle cerebral artery) stenosis case, after the stent (subject device) was advanced into the microcatheter for about 30cm, big resistance was encountered and when the operator tried to withdraw the stent (subject device) delivery wire, it deployed at the tail of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that during right mca (middle cerebral artery) stenosis case, after the stent (subject device) was advanced into the microcatheter for about 30cm, big resistance was encountered and when the operator tried to withdraw the stent (subject device) delivery wire, it deployed at the tail of microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.